Manufacturer narrative:
This electrode is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this electrode was associated with a system infection. Surgical intervention was later performed and the electrode was explanted and the patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This electrode has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.